Event description:
The patient had the entire device system removed and wanted to donate her external devices. It has been a couple months since the device was removed, removal occurred in (B)(6) 2014. Between the patient and her husband, there has been so much going on with health issues. The implantable neurostimulator (ins) was removed because it was causing back pain. The patient had the ins in for so long that she had upper back pain around the whole implant. The battery was getting too old and needed to be redone. The leads were also giving the patient problems in the upper back. The issues with the ins started about 4-5 months before it was removed. The stimulation was not working well and the patient was having a lot of trouble with it. The patient has had it adjusted all through the time she had it off and on over the years but they could not get it adjusted right. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v001080, implanted: (B)(6) 2005, product type: lead. Product ID: 3998, lot# v001080, implanted: (B)(6) 2005, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).